Manufacturer narrative:
The reported complaint of user advisory - ua45 (not at "home" position after power-on/restart) on the autopulse platform (serial #(B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause was due to the driveshaft not to be at home position in which likely caused by unintended user error. No physical damaged was observed during visual inspection. The autopulse platform is a reusable device and was manufactured on august 2012. The device has been operating for nearly 7 years and has exceeded its expected serviceable life of 5 years. During autopulse platform's archive data review, multiple ua45 error messages were observed on the date when the reported event occurred. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua45 (not at "home" position after power-on/restart) displayed when the autopulse platform was powered on. Thus, confirming the reported complaint. To remedy the issue, the drive shaft was rotated to home position by using the administrative menu. The autopulse platform was re-evaluated and passed all the functional tests with no fault or error. The autopulse platform is ready for clinical use. Historical records were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - ua45 (driveshaft not at "home" position after power-on/restart) error message on the screen and the user were unable to clear the error message. No patient involvement.